Event description:
Per the clinic, there was difficult insertion of the electrode array during initial implantation of the device. Subsequently, the patient has experienced chronic facial nerve weakness commencing (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.